Manufacturer narrative:
MDR 1219913-2022-00420 was initially submitted on 2022-12-22. Update, 2023-03-31: siemens has concluded the investigation. A customer from outside the united states observed reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing siemens reviewed the available information to evaluate for a potential product problem. Quality control (qc) results were within range at the time of the event, and the elevated tnih result was reproducible for this patient, indicating a probable patient-/sample-specific issue. A sample from the affected patient was returned to siemens for testing. The sample was tested in triplicate, both untreated and following treatment with a heterophile binding tube (hbt). Elevated results were consistently obtained, both with and without hbt treatment, suggesting that the cause of the elevation is not a heterophilic antibody. Siemens cannot rule out a non-specific interference as the cause for the discordant result elevation. The instructions for use (IFU) for atellica im tnih states "there are conditions other than ami that are known to cause myocardial injury and elevated ctni values." The observed elevation could potentially be due to one of these other cardiac or non-cardiac conditions affecting this patient. It is also noted that results from troponin I assays of different manufacturers cannot be used interchangeably due to differences in sensitivity and specificity. The available information did not permit definitive identification of root cause, but based on the investigation, no product problem was identified. The customer is operational, and no further support is needed. Notes: 1) MDR 1219913-2022-00423 supplemental 1 has been filed in association with the related observation of 2022-11-25.

Manufacturer narrative:
A customer from outside the united states reports observation of elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to patient history and alternate-method testing. There were no issues identified with instrument maintenance, assay calibration, or quality control (qc) results. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating. Note: MDR 1219913-2022-00423 has been reported for the observation of (B)(6) 2022.

Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to patient history and alternate-method testing. An initial elevated tnih result was obtained for an 80-year-old male patient with no history of acute myocardial infarction and no symptoms; the result was not reported to the physician. The sample was sent to another laboratory for additional testing, and the result produced by an alternate method was much lower (below 99th percentile). This lower result was accepted as correct as it was consistent with the patient's medical history. An additional sample taken the same day was tested later using atellica im tnih, and produced another elevated result. There are no reports that treatment was altered or prescribed nor of any adverse health consequences due to the discordant atellica im tnih results.